Manufacturer narrative:
The evaluation indicates that a retainer allowed a component to move resulting in damage which prevented the plunger from advancing. The user would have been aware of a problem during the fill process. There is resistance felt in filling the pod with insulin and a distinct "crackling" noise resulting from stripping the threads of the component when over-pressurised. The omnipod user guide states: "warning: never use a pod if, during fill, you detect any crackling noise or resistance while depressing the plunger of the fill syringe. Using a pod with these conditions could result in under-delivery of insulin." The user is also instructed in the user guide to frequently monitor their bg levels. By following these recommendations, the user would become aware of high bg levels and could use another device or backup therapy if required.

Event description:
Mother called for daughter to report a pod that rendered high bg's. Mother stated when they filled the pod there was a loud crackling noise, however, the pod still activated. Customer's bg read high on her pdm and she was never able to get the bg below 300 while wearing this pod. Once a new pod was placed, her bg resumed a normal range. No further information reported.